Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The debris was 2.50 sq.mm. And the product is non-conforming. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4).. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00948 0001526350-2023-00949.

Event description:
It was reported that during inspection at arrival, the distributorship found the product to be nonconforming. They found the product with debris in the sterile package. The event occurred outside of surgery and there was no patient involvement. Due diligence is complete, no further information is available.